Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose levels (50-60 mg/dl). Reportedly, the customer delivered a bolus to cover a meal they were going to consume, however they did not eat the entire meal. Customer drank orange juice to stabilize blood glucose levels.